Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was 117 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. The customer stated that the beeping sound was every 5 seconds. Customer states buttons were neither pressed nor accidentally pressed. Customer reports the notification light is not blinking. The device will not be return for analysis.